Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided the part number for the o2 transport manifold. The customer replaced the defective o2 manifold to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit had a leak in the o2 manifold. The tank supply was reportedly leaking out. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.